Event description:
The patient was unable to bolus. When patient selects bolus and goes to the normal or extended bolus screen, it automatically jumps to extended without pushing any buttons. If patient then scrolls down to a normal bolus, it automatically jumps to bolus amount of 16.0 units. That amount cannot be adjusted nor can it be delivered because it will then say bolus cancelled. Patient is not pushing any buttons. Also when patient selects suspend it automatically jumps up to resume and they are unable to suspend.